Event description:
It was reported that bd administration set was damaged the following information was received by the initial reporter with the following verbatim. It was reported by customer that "missing pinch clamp".

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported a missing pinch clamp on material b2-70071-d, lot 25045431. There is no physical sample or photo available for investigation. Despite this, the manufacturing plant was still able to work through the quality process and address the issue. It was concluded by the plant that the root cause for the missing roller clamp is inadvertent assembly sequence by personnel. A quality alert was performed for (B)(4) related to missing pinch clamp, where the operators were notified about the complaint and, it was reinforced the importance of following the assembly sequences. The quality alert was shared on september 17th, 2025 . A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.